Event description:
Customer reported enterococcus isolate vancomycin (va) mic discrepancy. The dried pos combo type 21 panel gave sensitive results and an alternate screening test method resistant for the clinical isolate. Results were not reported to the physician. Pt treatment was not prescribed or altered, and there was no report of adverse health consequences associated with the discrepant result being obtained.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Requested additional information to determine if malfunction occurred. Product is within performance claims.